Manufacturer narrative:
Product analysis: analysis of the device was able to confirm the customer comment that the control knobs were damaged. Analysis also noted that the hanger assembly was broken, capacitor on the main printed circuit board was damaged, lower case was damaged and a case screw was contaminated. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator had broken and bent control knobs. The device has been returned for service. There was no patient involvement.